Event description:
The customer reported via phone call that the insulin pump had been alarming motor error multiple times within the past year. The customer was unable to perform troubleshooting at the time of the call. The customer's blood glucose was unknown. The customer further stated that they were able to clear the motor error alarm, rewind and continue insulin pump therapy at the time of the call. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.